Manufacturer narrative:
The customer was provided a replacement spectrum smart cable. The smart cable was returned to verathon for evaluation. A verathon technical service representative connected the smart cable to a test video monitor and test single use blade. The technical service representative duplicated the reported loss of image, in addition the smart cable would produce green lines in the image. Since there are no repair available for the smart cable and the customer has received a replacement the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was an intermittent loss of image. Reportedly when the smart cable was squeezed the image appears. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.